Manufacturer narrative:
(B)(4): "urgency to eat".

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her doctor¿s device (brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 4:30 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿256 mg/dl¿ on the subject meter and ¿159 mg/dl¿ with the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with self-adjusted insulin (novolog and levemir) and claimed that in response to the alleged issue, she administered 40 units of levemir which she advised was her dose based on a sliding scale. The patient reported that a couple of hours after the alleged issue began she developed symptoms of feeling ¿sweaty with an urgency to eat¿. There was no report of medical treatment as a result of the alleged issue. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering medication based on the allegedly elevated readings obtained on the subject device.